Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube thread. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 1270 mg/dl. Customer was admitted to the hospital. The customer passed out from high blood glucose for almost 23 hours. The cause of hospitalization as per healthcare provider was severe diabetic ketoacidosis. The customer was had dialysis 3 time, 10 days in intensive care unit, 10 days in hospital, 10 days in rehab center. The customer declined troubleshoot.